Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint devices.

Event description:
A biomedical technician (biomed) at a user facility reported that components on two actuator boards of a fresenius 2008t hemodialysis (hd) machine have burned up. The burned boards were noticed during machine repair after the machine initially experienced an issue with low conductivity. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additional information was requested, however a response was not received. The biomed did not report that there was damage observed on any other components, or any other additional issues, associated with the burned actuator boards. The actuator boards were not returned to the manufacturer for physical evaluation.